Event description:
A report was received that during the 2nd stage of an implant procedure the physician found the connection between the lead and the splitter head he had implanted 15 days prior had migrated away from the pocket site. Wherein the physician had trouble accessing the junction. After trying for an extended period, the physician cut the splitter tails on the lead. The physician assessed after doing an impedance check that the lead was damaged. The physician replaced the damaged lead with a new one. Patient was getting good coverage post operatively.

Event description:
A report was received that during the 2nd stage of an implant procedure the physician found the connection between the lead and the splitter head he had implanted 15 days prior had migrated away from the pocket site. Wherein the physician had trouble accessing the junction. After trying for an extended period, the physician cut the splitter tails on the lead. The physician assessed after doing an impedance check that the lead was damaged. The physician replaced the damaged lead with a new one. Patient was getting good coverage post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(4) batch: 21711003. It is indicated that the lead will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved product family: scs splitters upn: m365sc3400300, model: sc-3400-30, serial:(B)(4), batch: 21711003. Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 716195. The scs linear lead sc-2316-70 sn (B)(4) was not returned to bsn. A record review of the scs linear lead revealed no additional information related to the complaint, therefore the probable cause selected is "no problem detected". Cis received only the connector portion of the sc-3400-30 splitter and the serial number could not be identified. The cut lead tails that includes the proximal contacts were not returned. The serial number of splitters are marked on the retention sleeve located in the proximal array. Based on the reported complaint, the splitter serial number could either be (B)(4). Visual inspection of the splitter revealed that the septum was detached, and the set screw was removed, and it was not returned. A known good set screw was installed into the connector block and it was successfully tightened/loosened without any anomalies. It appears that excessive force was exerted onto the splitter connector resulting in septum damage and missing set screw. Additionally, visual inspection confirmed that the lead tails were cleanly cut. Clean cut damage to the splitter is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that during the 2nd stage of an implant procedure the physician found the connection between the lead and the splitter head he had implanted 15 days prior had migrated away from the pocket site. Wherein the physician had trouble accessing the junction as one of the set screws of the splitter was difficult to access and could not engage the hex wrench. After trying for an extended period, the physician cut the splitter tails on the lead and was then able to remove the splitter from the head. The physician assessed after doing an impedance check that the lead was damaged during this process. The physician replaced the damaged lead with a new one. Patient was getting good coverage post operatively.